Event description:
It was reported that after wearing the pod for less than 1 hour the patient felt pain at the infusion site. When removed, the patient noted that the needle was still visible, indicating it did not retract back into the pod as intended, and that it appeared bent.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.